Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 20 days after the dental implant was installed in intraoral region #5 it was verified its non-osseointegration. Immediate load was executed and the patient presented bone type ii.